Event description:
A nurse called to report a blank display. It was stated that the customer would leave the pump to rest. Also it was indicated that the customer treated high bgs with a manual injection. The nurse called back and informed that the pump display did not return after the device rested. It was informed that the customer was hospitalized due to high bgs. The customer has been experiencing high bgs for a week. The customer and the health team were not aware of the cause for dka. Advised the customer about the two high bgs rule. The customer was released the next day.